Manufacturer narrative:
Please see correction d lot code was revised. The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. By doing a visual inspection, the received impactor was found to be broken from the middle and damaged & deformed at the proximal part. The random breakage line at the middle indicates towards application of a sudden impact. The rest of the damaged part all indicated towards high impact forces being applied on the impactor. Note that this is a device where consistent high forces are being applied due to which the device has finally given up. It cannot be excluded that normal material wear also contributed to the failure over the years of usage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, the root cause of the failure is user related. The breakage of the impactor happened due to intense hammering during use. If any further information is provided, the complaint report will be updated.

Event description:
The customer reported that the impactor broke. No debris were left in the patient's body.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the impactor broke. No debris were left in the patient's body.